Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. The patient had presented to the emergency room; therefore, it was noted that the patient was likely bradycardic. The field representative noted they were not aware of an asystole event. The cause of the high thresholds was not determined. The rv outputs were reprogrammed. No adverse patient effects were reported. The lead remains in service.